Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device can no longer be repaired. The customer will be offered a replacement device.

Manufacturer narrative:
The cause was isolated to the system pcb assembly.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.